Manufacturer narrative:
Findings: unit received with blank display due to battery tube connector not plugged in properly to b1 of interface board. Unable to perform displacement test, operating currents measure and off no power test due to blank display. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had black display. Customer's blood glucose was 10 mmol/l.